Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat a degenerative mitral regurgitation (mr) with grade of 4. One clip was implanted reducing mr to <1. On (B)(6) 2019, during a follow-up appointment the patient presented with shortness of breath. The clip was noted to be detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr had increased to 4+ and it appeared the posterior leaflet was torn. A second procedure was performed on (B)(6) 2019 to treat the slda and increased mr. One clip was implanted reducing mr from 4 - 2. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. All available information was investigated, and the reported difficulties appear to be due to case related circumstances. The single leaflet device attachment (slda) resulting in recurrent mitral regurgitation (mr) and subsequent patient effects, was likely due to pre-existing patient anatomy as it appeared that the posterior leaflet was torn. The leaflets were described as thin, which likely contributed to the difficulty. The reported patient effects of worsening mitral regurgitation (mr), tissue damage and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. One clip was implanted reducing mr from 4 - 2. There is no indication of a product quality issue with respect to manufacture, design or labeling.